Event description:
It was reported that vns may be worsening the patient's previously diagnosed obstructive sleep apnea. The patient is using the magnet to disable vns stimulation at night to see if the severity of the osa lessens. No other relevant information has been received to date.